Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since today, they were having a hard time charging their implantable neurostimulator (ins) and controller. Patient stated that the controller battery was at 60% and the ins at 50% but when they attempt to charge the ins it would say poor recharge quality or terminated and when they connected the controller to the ac power supply it would not blink green. Patient also mentioned during the call that the controller showed a battery low recharge controller message but the battery on the controller was still at 60%. Agent walked patient through resetting the controller using the ac power supply. Patient confirmed the controller powered on. Patient confirmed the controller was recharging. Patient also inspected for damages and saw no damages on the battery pack, controller compartment, and recharger. Patient attempted to start a charging session, and the controller was stuck at the checking recharge quality screen until the controller went to sleep. Patient attempted to unlock the controller, and it started charging the ins with excellent quality. After a few moments without the patient moving, the controller showed a poor recharge quality message. The issue was not resolved. A request was sent to repair to replace the recharger. Patient mentioned having the ins replaced before because they started to experience charging the ins twice a day, and they were told by their healthcare provider (hcp) that it was due for a replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since today, they were having a hard time charging their ins and controller. Patient stated that the controller battery was at 60% and the ins at 50% but when they attempt to charge the ins it would say poor recharge quality or terminated and when they connected the controller to the ac power supply it would not blink green. Patient also mentioned during the call that the controller showed a battery low recharge controller message but the battery on the controller was still at 60%. Agent walked patient through resetting the controller using the ac power supply. Patient confirmed the controller powered on. Patient confirmed the controller was recharging. Patient also inspected for damages and saw no damages on the battery pack, controller compartment, and recharger. Patient attempted to start a charging session, and the controller was stuck at the checking recharge quality screen until the controller went to sleep. Patient attempted to unlock the controller, and it started charging the ins with excellent quality. After a few moments without the patient moving, the controller showed a poor recharge quality message. The issue was not resolved. A request was sent to repair to replace the recharger. Patient mentioned having the ins replaced before because they started to experience charging the ins twice a day, and they were told by their hcp that it was due for a replacement.